Event description:
The patient was implanted with the rns system on (B)(6) 2024. On (B)(6) 2025, the family reported 'bogginess' under the neurostimulator incision site. On (B)(6) 2025, the patient reported drainage from the incision site. On (B)(6) 2025, the patient had the rns system explanted (neurostimulator and two depth leads). Treatment included IV antibiotics (nafcillin every six hours for a minimum of 14 days.)

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.